Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Batch # unk. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the devices keep failing - clips not forming properly, clips falling out of device, clips not firing. A competitor's product was used to complete the procedure. There were no adverse consequences for the patient reported.